Event description:
Caller reported the advantage system gave a blood glucose result of 383 mg/dl at a time when the customer was symptomatic of hypoglycemia. Reported no treatment based on the advantage result. Paramedics transported the customer to a hospital. Hospital meter result 30 mins later was 39 mg/dl, customer treated for hypoglycemia. A request was made for the return of the system and a replacement was sent.